Manufacturer narrative:
Additional information, device information, d4, h4. Lot release records were reviewed and the product lot met all acceptance criteria. In the case description, a death due to diabetic ketoacidosis is reported. It is mentioned that the user's glooko data showed insulin delivery stopping on (B)(6) 2024 with no reason known. Review of the. Ibf and android log files downloaded from the returned pdm found that the system was delivering insulin as expected. The. Ibf file showed no records of basal insulin delivery after the last pod activation at 13:19 on (B)(6) 2024. The audit log files show that the total pulse count recorded by the pod status was increasing when no boluses were delivered, indicating that the pod was still delivering the user's basal program. The last pod stopped communicating with the pdm at approximately 21:00 on (B)(6) 2024. The pdm kept attempting to establish connection to the pod until it was powered off on (B)(6) 2024. The lack of communication with the last pod used and the subsequent discard resulted in the basal records being invalidated in the file. As the. Ibf file populates the glooko report, the invalidated basal records resulted in the appearance of no basal insulin being delivered after (B)(6) 2025. During physical testing, the pdm was paired with an unused pod. The pdm was able to activate the pod, command boluses, and deactivate the pod with no issues. All bolus, basal, and blood glucose records created during testing were successfully captured in the pdm history. No evidence of issues with insulin delivery were observed during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It has been reported that the patient has passed away on (B)(6) 2024. The patient reportedly deceased due to diabetic ketoacidosis (dka). It was also reported that insulin delivery stopped on (B)(6) 2024, with the reason for this being unknown. Information on any product issues the customer experienced was not provided. According to the hospital, the patient's blood oxygen levels were acidotic and there were high levels of tramadol present. It was also reported that the patient had a history of diabetes related complications that included high hba1c (hemoglobin a1c), gastroparesis, uveitis (treated with high dose steroids) and retinopathy.